Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-02019, -02020.

Event description:
Allegedly the patient was revised due to possible osteolysis around stem. Possible loose stem. Also, there was a piece of screw at the top of the stem (right).